Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01848.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician successfully placed two smart coils using a non-penumbra microcatheter. The physician then attempted to place another smart coil, however, was unable to detach the coil using the handle, despite multiple attempts. Therefore, the physician removed the smart coil and completed the procedure using a new smart coil and the same handle. There was no report of an adverse effect to the patient.